Manufacturer narrative:
X-ray review: "post-op ap and lateral x-rays are provided for l1-s1 procedure. A kyphotic deformity is present above the construct. Length of time from implant to failure is unknown. Complication is reported as l1 screw pullout. This is not obvious on provided x-rays. Possible contributing factors include inadequate construct for the type of deformity. Root cause surgical technique." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). This product is not approved for sale in us but a similar device with catalog # 8293435 and 510k # (B)(4) is approved for sale in us. The product is not returned to manufacturer for evaluation.x-ray films were submitted which are pending for review.a follow up report will be sent when the results of x-ray review is made available.

Event description:
It was reported that on (B)(6) 2010 patient underwent initial posterior spinal fusion surgery for l1 vertebral body fracture. On (B)(6) 2013 revision was performed for unknown reason where the screws were implanted. Post-op, the pedicle screws at l1 was backed out. Revision surgery was performed due to this event.